Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level 565 mg/dl. The cause of the elevated bg level was unknown. Bg was treated via intravenous insulin and saline. Reportedly, the customer left the ER the following day with the issue resolved and no permanent damage.